Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection of the device revealed no anomalies. The field event of premature depletion was not confirmed. Longevity calculations were performed base on the usage history and the battery depletion was determined to be normal. The bpa alert occurred due to a transient battery voltage drop. The voltage drop is consistent with lithium cluster formation in the battery.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable with no adverse consequences.